Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a lead revision. Out of range high, high voltage lead impedance was observed. The lead was capped and replaced. The patient was stable.